Event description:
It was reported that during preparation of a photo-selective vaporization of the prostate procedure, the first fiber failed to connect to the console as it was missing a connector segment. A second fiber was used to continue the procedure, but the second fiber also failed to connect to the console. There were no patient complications. The procedure was not completed because the fibers could not be connected to the console and the patient was already sedated. This event is being reported for aborted/cancelled procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the photo provided by the customer verifies the reported allegation of fiber plate detachment therefore the reported device allegation is confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
H6 device codes: corrected from material separation to component missing upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not reveal any anomaly with the returned fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear to be in good condition and secured. The fiber connector passed the connector segment verification test indicating there were no connection issues. The performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during preparation of a photo-selective vaporization of the prostate procedure, the first fiber failed to connect to the console as it was missing a connector segment. A second fiber was used to continue the procedure, but the second fiber also failed to connect to the console. There were no patient complications. The procedure was not completed because the fibers could not be connected to the console and the patient was already sedated. This event is being reported for aborted/cancelled procedure.